Event description:
It was reported that the pump over delivered ketamine. The patient pressed the buttons and the pump's history revealed that the pump had gone into manual mode and increased the infusion rate to 45.6mls /hour. The patient would have received a dose of 91.2mg/hour, if not caught. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Codes: updated. The complaint could not be confirmed as no device or logs were provided. The alleged problem was caused by patient tampering; there is no deficiency with the pump. The pump operated as intended, the incident was a breach of the hospital security and a recommendation to change the security codes has been issued.